Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right common femoral artery. The 99% stenosed target lesion was measured 3cm in length and was located in the moderately tortuous and severely calcified right anterior tibial artery. A 5fr 11cm super sheath was inserted and a non bsc guide wire was placed across the lesion. The 1.5x20mm sterling es balloon catheter was advanced without issue. During the first inflation, the balloon ruptured at 6atms. A symmetry balloon catheter was then advanced and also ruptured during its first inflation to 8atms. A second 1.5x20mm sterling es balloon catheter was inserted and slowly inflated twice, to 6atms for 120 seconds, in two locations. Angiography was performed and the procedure was completed at this time. There were no patient complications reported and the patient's status is good. The symmetry balloon rupture will be reported via the 3rd quarter alternative summary report.